Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed. The op report documents a heavily calcified native aorta and a moderate amount of calcification proximally as well in the coronary sinuses. There were no findings on the subject device reported. No further actions are possible with the available information.

Event description:
In this case, it was reported via the implant patient registry that the aortic valve was explanted after an implant duration of approximately 8 years and 10 months due to prosthetic valve stenosis. Per the op report, this patient has had progressive stenosis of her aortic valve prosthesis. She was referred for redo aortic valve replacement. The native aorta was heavily calcified at the distal ascending aorta at the takeoff of the innominate artery. There was a moderate amount of calcification proximally as well in the coronary sinuses. No other findings were provided. The explanted device was replaced with a new edwards bioprosthetic valve. There were no operative complications reported.